Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, yellow particles in the surface of the shell, cloudy in the gel. No openings observed in the device. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, and exchange from textured to smooth implants due to the patient's concern with the product. Device explanted.